Event description:
The company received information that suggested that once the patient was intubated, that the cuff would not inflate. The customer reported that the cuff was pre-tested and was operating correctly. The customer reported that the patient has a "snaggletooth" and that it is possible that the cuff may have been caught on the patient's tooth during intubation. The customer reported that the patient was re-intubated and that there was no patient harm. The customer will return the sample for further evaluation.